Event description:
It was reported to philips that the host pc motherboard failed, causing system instability and affecting image transmission on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the host pc and reinstalled the software, stabilizing the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).